Event description:
During a cataract extraction procedure, the clinic reported the phacoemulsification unit shut down during the middle of the case and the master boot disk displayed a failure error. The surgeon elected to use a backup unit to complete the case. No patient injury reported. The procedure was completed successfully.

Manufacturer narrative:
Patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event are not applicable as this is a product problem the phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). Upon inspection of the machine, the fss was not able to duplicate the master disk boot error. By checking the error/event logs, the fss found 353 ¿ih to gui communication time out error, 2011-getting version strings from ih error and 2012-ih timeout error codes. The fss checked the ih and hard drive and found it to be working properly. The fss replaced the advantech board printed circuit board (pcb) to resolve the communication errors. The fss indicated the codes are now clear and unit passes all functional checkouts. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.